Manufacturer narrative:
Company representative evaluated the system. Corrections include replacement of the transceiver board's power supply. Communication was reestablished. (B)(4).

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.